Event description:
It was reported that during a follow up in clinic, inadequate capture, decrease r-wave amplitude, and low pacing impedance were noted on the right ventricular (rv) lead. Diagnostic imaging was performed and no anomalies were observed. A revision procedure was performed and the helix of the rv lead was unable to be extended. The patient experienced discomfort when explanting the rv lead and diagnostic imaging was performed during the procedure and post, however, no anomalies were observed. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.